Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ultrasound acoustic ray is missing, acoustic lens is floating/acoustic lens is scratched, foreign object on the forceps elevator a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the ultrasound image of the area near the biopsy channel was not displayed because the ultrasound acoustic ray was missing. Additionally, for the foreign object on the forceps elevator, the most probable cause of the complaint was not established, and for the remaining findings, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope ultrasound image of the area near the biopsy channel was not displayed (image was incomplete). The issue occurred during a diagnostic endoscopic ultrasound-guided fine-needle aspiration (eus-fna) procedure. There were no reports of patient harm.